Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, during the closure procedure "the sutures were missing". The device was removed and a second device was attempted with the same results. Hemostasis was achieved using a third proglide device. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 perclose proglide part #12673-05, lot #59025-6h is being filed under medwatch MFR number 2953144-2008-00783.